Manufacturer narrative:
(B)(4) fisher and paykel healthcare (f&p) are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in florida reported via a fisher and paykel healthcare (f&p) field representative that the patient had a collapsed lung (pneumothorax) during the use of a bc190 flexitrunk infant nasal tubing. There was no reported malfunction of the bc190 flexitrunk infant nasal tubing. The healthcare facility later provided further information that the patient was born premature the patient was stable on bubble CPAP therapy for 9 hours then, the patient desaturated. It was further reported that a chest x-ray was performed, and a chest tube was inserted. The patient was intubated and given surfactant. This incident was reported to f&p as the bc190 flexitrunk infant nasal tubing was in use at the time the pneumothorax was identified. The f&p field representative reported that the patient's condition is now stable on nasal cannula. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Section d4: no lot# or sn# provided as the device details were unable to be provided by the healthcare facility. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject bc190 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation as it was discarded by the healthcare facility. Our investigation is based on the description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: the healthcare facility reported that the patient experienced a pneumothorax while the patient was on the subject bc190 flexitrunk infant nasal tubing. There was no reported malfunction of the bc190 flexitrunk infant nasal tubing. It was further reported that the patient was born premature and was stable on bubble CPAP therapy for 9 hours then, the patient desaturated. The healthcare facility reported that the patient was diagnosed as having a pneumothorax while receiving bubble CPAP, but it's not clear when the pneumothorax may have occurred, or which interventions may have contributed to the pneumothorax. No further patient consequences were reported, and it was confirmed by the healthcare facility that the patient was stable. Conclusion: the cause of the reported event is unable to be determined. The user instructions which accompany bc190 flexitrunk infant nasal tubing state: warnings - "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." - "the use of this device is not without risk. Even if used as intended, following all instructions and warnings provided, the following risks remain infection and adverse reactions. These risks may result in serious injury." "Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement.".

Event description:
A healthcare facility in florida reported via a fisher and paykel healthcare (f&p) field representative that the healthcare facility staff member noticed that a patient had a collapsed lung (pneumothorax) while the patient was on a bc190 flexitrunk infant nasal tubing. There was no reported malfunction of the bc190 flexitrunk infant nasal tubing. It was further reported that a chest x-ray was performed, and a chest tube was inserted. The patient was intubated and given surfactant. This incident was reported to f&p as the bc190 flexitrunk infant nasal tubing was in use at the time the pneumothorax was identified. The healthcare facility later provided further information that the patient was born premature. The patient was stable on bubble CPAP therapy for 9 hours then, the patient desaturated. The f&p field representative reported that the patient's condition is now stable on nasal cannula. No further patient consequences were reported.